Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass. While stapling the stomach on the fifth firing, the handle squeezed once and then the handle locked. The surgeon was unable to squeeze the handle anymore. The device was articulated one click. The surgeon pulled back the black return knobs and removed the reload. The staple line was incomplete distally. To complete the procedure, a new handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury.